Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be sued during a biopsy procedure performed on (B) (6) 2009. According to the complainant, upon removal of the device from the package, it was noticed that the device clevis was bent at a 45 degree angle. The procedure was completed with another radial jaw single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).